Event description:
The manufacturer received information alleging a ventilator failed a test step. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. The device was not in patient use. The device was returned to a third party service center for evaluation and the customers complaint was confirmed. The lcd display was replaced to address the issue. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The tubing from the interface board and active exhalation control module was reconnected to address thie issue.